Event description:
Information received indicates when the bed is in brake, the bed is sliding.

Manufacturer narrative:
The technician found the rubber tire on the casters was worn and cracked. The technician replaced the four casters to repair the bed.